Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and spoke with the reporter/layperson (pt's daughter who interprets for the pt and had called in 2009). The cca replaced meter and test strips. The reporter clarified and reported the following information to this specialist 08/12/09. On a recent routine visit, the pt's physician compared the pt's onetouch ultra2 to the office meter and a lab draw. The ultra2 result, 107 mg/dl, was lower than the doctor's meter, 238 mg/dl, (variance greater than the expected less than equal to 30%) and the lab draw. Also elevated, but result not recalled. Although details were no longer available, the reporter alleged the meter and test strips were out of range with control solution. The physician advised them to contact customer service. The reporter was more concerned that the pt was adjusting her humalog insulin to results that she alleged were inaccurately elevated, causing her blood glucose to drop. A month earlier, the pt obtained approx 320 mg/dl (symptoms not known if any). The pt injected 15 units humalog based upon the result. Thirty minutes later, the pt was sweating and clammy. The reporter fed the pt orange juice, soda, and food until she felt better. The pt received no medical intervention from an hcp. Because the pt reportedly became hypoglycemic after basing insulin on an elevated blood glucose, and soon after required medical assistance from her daughter, the complaint is reported. It is not clear if the meter was reading high as the reporter also indicated low results when comparing the meter to another meter and laboratory results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.